Event description:
Patient presented with 11cm aneurysm, short aortic neck with moderate anterior angulation. Implant of a 25-16-120blbifurcated device, 28-28-75l proximal extension and 16-16-88l limb extension in the left iliac artery. The physician placed the 28-75 extension low of the renals and a 28-28-115rl suprarenal proximal extension was implanted. It was reported that there was an intraoperative combination type I and type iii endoleak. The physician placed an aortic stent and both endoleaks were resolved.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. (B)(4) unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.